Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device does not properly compress the urethra. No patient complications were reported.